Event description:
It was reported to resmed that an astral device alarm was triggered and ventilation stopped. The alarm resulted in an unexpected restart of the device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Review of the device data logs confirmed the reported complaint; ventilation resumed within 14 seconds. The investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered and ventilation stopped. The alarm resulted in an unexpected restart of the device. There was no patient harm or serious injury reported as a result of this incident.